Event description:
Balloon burst inside graft. Pt was sent to hospital and the balloon broke off in pt and then was surgically removed.

Manufacturer narrative:
Lot history record review: the lot history record was reviewed for any abnormalities which, may have contributed to the casue of the complaint. Nothing known to have contributed to the complaint was observed. Review of returned sample: the complaint sample was returned for evaluation and the following was observed. The catheter was returned for evaluation. The sheath, guidewire and distal tip of the catheter were not returned. The catheter shaft in the balloon section is kinked and stretched. The tip of the catheter shaft has a pinched like appearance. The glue is within specification, no more than 1mm into the cone. The balloon was cut from the catheter to try to get a thickness measurement. The balloon section measured at .0025". Specification is .0024". It appeared to be above specification but due to the wrinkling of the balloon, accuracy was compromised. The balloon has a circumferential burst. The complaint lot was comprised of four different catheter sub assembly lots. Each of those four lots had two catheters brought to failure. The failure mode for all eight of those catheters were longitudinal burst. The four sub assembly catheter lots were comprised of four different balloon sub assembly lots. Each of those four lots had five balloons brought to failure. The failure mode for all 20 of those balloons were longitudinal burst. Conclusion: the complaint investigation has been confirmed during the visual inspection of the returned sample. A circumferential burst was observed during the evaluation of the sample. It was reported that the balloon was inflated 3 times, however the pressure applied to the balloon was not reported. The review of the mfg records verified that the lot was manufactured and released to specifications. The complaint lot was made up of four different catheter sub assembly lots. Each of those four lots had two catheters as part of the in-process testing, brought to failure. The failure mode for all of the catheter sub assemblies was longitudinal burst after 10 cycles at an average of 366.1 psi. The four sub assembly catheter lots were made up of four different balloon sub assembly lots. Each of those four lots had five balloons brought to failure. The failure mode for all of the balloon sub assemblies was longitudinal burst after 20 cycles at an average of 363.2 psi. The failure mode for all 20 of those balloons were longitudinal burst. The cause of the complaint is unk. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.